Event description:
It was reported via clinic notes received dated (B)(6) 2012 that the vns patient experienced four seizures four days prior to the report. One of the seizures was a general tonic-clonic seizure lasting 1.5 minutes. The patient normally experiences 1-2 seizures per week with vns. Vns diagnostics taken at the office visit were within normal limits. The physician indicated that there have been many recent dose adjustments of the patient's lamictal and celontin "causing variable med levels and variable seizure control." The patient was admitted to the hospital at which time it was noted that the patient's lamotrigine level was high. The vns settings were not changed however the patient was referred for vns generator replacement as the generator was believed to be near end of service. A battery life calculation estimates the generator is likely at, near, or past end of service. Surgery to replace the patient's generator has occurred. Attempts for the return of the explanted generator were unsuccessful as the site indicated they will not return explants.